Event description:
It was reported that the patient presented to the emergency department after receiving a shock. A remote monitoring transmission indicated that the patient had been treated for an episode of ventricular fibrillation (vf) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.